Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the patient¿s caregiver stated the patient experienced hyperglycemia while using the ilet and was dissatisfied with correction timing, and the device was subsequently returned for credit after it was learned the patient had not been entering meals, which limited glucose control. Symptoms included feeling sick and headache during a hyperglycemic episode up to 300 mg/dl lasting about 2 hours. Outcomes included transient symptomatic hyperglycemia without medical treatment or long-term sequelae. Customer care provided support that included review of use patterns and return logistics. Investigation of this case revealed no device alarms and indicated user-related factors, specifically not entering meals, which are necessary for optimal automated insulin delivery performance, as the most plausible contributor to the reported hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive with user-related factors contributing.